Event description:
During a pta/stenting treatment procedure to dilate a lesion in an iliac vein, the wallstent was a different size than what was expected. The wallstent was deployed at the target lesion when it was noted on fluoroscopy that the wallstent was smaller than anticipated. The expected size was 18 x 40 mm, the actual size is 13 x 20 mm. A second wallstent was placed to successfully complete the procedure. The pt is reported as "fine" following the procedure; no injuries or complications were reported.